Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient wanted to know how to work the programmer since they didn't think the implantable neurostimulator (ins) was working due to having a return of symptoms in (B)(6) 2016. The patient stated that he would go to the bathroom, have a bowel movement, and everything worked perfect. It was mentioned that the patient would start walking and a "little bitty one pops out and gets all over his shorts." It was noted that the patient felt like he had no feeling in his sphincter. It was indicated that the patient was at 2.6v on program 2, and could feel strong, but comfortable stimulation in the bike seat region. The patient stated that he fell and landed on his other side of the ins about two weeks prior to the report. The patient had gotten up to put on his shoes and fell on the cabinet. He had big bruises from the fall. It was noted that the patient changed to program 3 at 1.5v. The stimulation was turned down and stimulation was comfortable for the patient. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.